Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with 0.5mm machined collar, mtx surface and microgrooves (tsvmb10) was returned for investigation. Visual inspection of the as returned product identified a fractured collar and bone residue around the external threads indicative of use. Functional testing and dimensional analysis could not be performed since the implant was fractured. The reported device had been placed on tooth # 19 for approximately 1 year. X-ray or picture images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The complainant reported a fractured implant. The product was returned and the reported complaint was confirmed. Based on visual inspection, the product was identified as fractured a definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided.

Event description:
It was reported that after one year of the implant placement and rehabilitation, the doctor noticed maladjustment and a wall of the hexagon of the implant has been broken.